Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: spring from an attune ps articular surface trial came off and is in a patient's knee. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The x-ray investigation revealed there was a foreign body inside the body of the patient, posterior to the tibial tray. The investigation can not confirm the allegation against the articulating surface as the complaint condition is not visible in the provided image. Based on the provided x-ray, the allegation of embedded device can be confirmed, however, it is unclear if the device embedded was the spring. A potential cause for the reported event can not be established with the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune fb ps artic surf sz3 would have not contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the spring from an attune ps articular surface trial came off and is in a patients knee. The spring was discovered in a standard 2 weeks follow-up x-ray by the radiologist. There was no surgical delay.